Manufacturer narrative:
The complaint is confirmed. The unit stopped working due to a damaged lcd. This was induced by the end user. A conforming lcd was used to complete the evaluation and the unit passed all testing.

Event description:
It was reported that during a shoulder-scope performed by dr. Stanton, the screen on the pump stopped functioning. The case was completed using a separate pump with no patient involvement.